Event description:
Baxter received a report from a pharmacy technician involving an automix 3+3 compounder. According to the facility, the keyboard is not responding to keys pressed and when it does the response is not correct. They reported that sometimes if the number 2 key is pressed the number 5 key appears. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "the keyboard is not responding to keys pressed and when it does the response is not correct. Sometimes if the number 2 key is pressed the number 5 key appears" was not confirmed however upon device evaluation service found that the stop and rcl keys were not working, which is most reflective towards the reported condition and this is confirmed. The root cause was due to fluid intrusion on the keypad ribbon cable. The graphic membrane keypad panel was replaced to correct the reported condition. This issue is being investigated through CAPA.